Event description:
The customer reported a leak from a coulter lh 750 hematology analyzer. In addition, the instrument generated errors that indicated the sheath tank was not full. The leak was not contained within the instrument. The instrument operator was wearing a lab coat, face shield, and gloves at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse trimmed and reconnected detached tubing under the sheath tank to resolve the leak and errors. The fse then replaced the light scatter preamp, which was not functioning as a result of the leak. The instrument was verified to meet the specified requirements per established procedures (B)(4).